Manufacturer narrative:
Corrected data: patient code 3191: secondary surgical intervention, lens exchange. Device code 1494: off label use, acd < 3.0mm. Device code 2993 not applicable. Event: the lens was implanted on (B)(6) 2019. A vault of 2000 microns was also reported. The lens was exchanged on (B)(6) 2019 for a shorter length lens and the problem was resolved. The cause was reported as due to the device. Device evaluated by MFR: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Claim# (B)(4).

Manufacturer narrative:
A laser pi was performed 1 week prior to implantation. Excessive vault was reported. Claim# (B)(4).

Manufacturer narrative:
Count decrease and acute glaucoma were observed.' Corrected to ' cell count decrease and caution of acute glaucoma were observed.' Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Weight: unk. Date of event: unk. Explanted: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -02.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. Reportedly, cell count decrease and acute glaucoma were observed. Per the reporter on (B)(6) 2019, lens was removed and exchanged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.